Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate once compared to the fingerstick value on (B)(6) 2014. Patient reports that the device read 400 while the fingerstick value was 238. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.